Event description:
Ventilator screen on the 840 ventilator went black, but the ventilator continued to ventilate the patient. Rn detached patient and started bagging while the ventilator was switched to a new one. Patient was reattached and arterial blood gases show no changes.